Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6). Device evaluated by manufacturer. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 56.6cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that a device separation occurred. The stenosed target lesion was located in the fibrous calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the connection between the delivery shaft was fractured and separated from the balloon. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that the device was directly and completely removed from the patient's body.

Event description:
It was reported that a device separation occurred. The stenosed target lesion was located in the fibrous calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the connection between the delivery shaft was fractured and separated from the balloon. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a device separation occurred. The stenosed target lesion was located in the fibrous calcified left circumflex artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the connection between the delivery shaft was fractured and separated from the balloon. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that the device was directly and completely removed from the patient's body.